Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (53-60 mgd/l). The customer stated that a meal was skipped for each low and as a result, the bg dropped. The customer consumed food to address the bg level. Tandem technical support advised the customer to speak to a healthcare provider regarding the low bg.